Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultramini meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B)(6) 2010, the patient attempted to test her blood glucose level with the reported meter; however the meter would power off during use. She was unable to obtain a reading. The patient did not take any actions due to this meter issue, and did not test her blood glucose level using any other device. Fifteen minutes afterwards, the patient experienced the symptoms of shaking, weakness, unstable walking and nausea. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the meter's battery did not need to be replaced and there had been no misuse. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k061118.